Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place. Unit received with label damage. Unit passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08700 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering the insulin. Customer had high blood glucose and treated with insulin pump. The customer alleges that the insulin pump was under delivering because it keeps him on the 300 level of sensor reading. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.